Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypoaesthesia ("numbness its arms/ hands") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypoaesthesia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had coils out almost 2 yrs). Essure was removed. At the time of the report, the hypoaesthesia had not resolved. The reporter considered hypoaesthesia to be related to essure. The reporter commented: cross linked with case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("numbness its arms/ hands"), lymph node pain ("I did have horrendous painful lymph nodes"), pyrexia ("constant fever") and immune system disorder ("immune disorder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, lymph node pain, pyrexia and immune system disorder outcome was unknown and the hypoaesthesia had not resolved. The reporter considered hypoaesthesia, immune system disorder, lymph node pain, medical device removal and pyrexia to be related to essure. The reporter commented: cross linked with case (B)(4). Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event's : I did have horrendous painful lymph nodes, constant fever, immune disorder, medical device removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.